Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up visit at the physician¿s clinic with a systemic infection and pocket erosion. The device was visible from the opened incision site of the implanted device pocket. The entire system, including the pacemaker, chronic right atrial lead, chronic right ventricular lead, and capped right atrial lead, was explanted. The patient remained in stable condition.